Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water supply nozzles are clogged with foreign material, and the water shut-off function has deteriorated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacturer could not confirm if reprocessing was conducted in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.